Manufacturer narrative:
(B)(4). The pump assembly was making abnormal rattling/squeaking noises due to a defective pump assembly. The pump assembly was replaced.

Event description:
It was reported that the ventilator was broken. There is no reported patient involvement associated with this event.